Manufacturer narrative:
Submit date: 03/09/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a peritoneal dialysis catheter. The customer states that there was a leak in the silicone catheter near the adapter. Catheter had to be removed and replaced.